Event description:
Facility reported the extension set disconnected from the quinton adapter on approx 10/1/97. The set had been changed in 6/97. The pt has been hospitalized and is being treated with antibiotics. No sample is available for eval. Companion samples will be sent to ogden. Will also attempt to get the quinton adapter to send to ogden for a more thorough eval.

Manufacturer narrative:
Phone calls to quinton to get a sample of the quinton adapter on 10/23 (3x's), 10/27, 10/28 and 11/05. One companion sampel was returned for examination. The sample was found to be assembled correctly. The sample passed the leak test. Dimensional evaluations were within specifications. The sample was engaged with the quinton as well as the titanium adaptor. Although, the quinton adapter was harder to engage completely, it functioned adequately. Will continue to monitor for trends.